Manufacturer narrative:
The insulin pump was received with minor scratched on the lcd window and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump screen was scratched and could not be read. The customer's blood glucose level was reported to be unknown. It was reported that the pump would be replaced and returned for analysis.